Event description:
This case, reported by a consumer who is also a nurse and contacted the company to report a product complaint and adverse event, concerns a female patient of unspecified age and origin. The patient's medical history was not provided. Concomitant medication included insulin detemir. On an unspecified date, the patient first received insulin lispro (humalog) (lot number not obtained) via the humapen ergo (unknown pen body type) for the treatment of diabetes mellitus. The patient reported that she had been sick and not well-controlled for years. Recently, on an unreported date, she went into metabolic acidosis. Corrective treatment and event outcomes were not provided. The status of the humalog was also not provided. This humalog report included a product complaint, suspect device cid00540153 (lot number was unknown). The patient was the operator of the pen. It was not known if she was a trained user of the device. The duration of use of the general device and problem device was four years. The patient stated that when she dialed the number of units needed on the pen, nothing would come out and when she pressed on the button. The patient stated that she did not prime the pen. The patient discontinued use of the pen and its return was not anticipated. The reporting nurse did not provide an opinion of relatedness of the events to the humalog. She did; however, attribute the events as related to the humapen ergo device. Additional information can not be requested due to reporter refusal to be contacted. Edit 19-sep-2007: upon review added reporter refusal to be contacted. Updated narrative.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible.